Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 and 5.2 were not opening. The customer reported there was a delay in dispensing medications to the patient. The medication was subsequently obtained from other station and provided to the patient there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 on the main unit was not detected, and the light-emitting diodes on the board were off. A field service engineer (fse) removed the drawer and inspected the controller boards, which tested good. The fse replaced the module board on the drawer, reinstalled the drawer, tested it in diagnostics, and ran a final test to confirm functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 and 5.2 were not opening. The customer reported there was a delay in dispensing medications to the patient. The medication was subsequently obtained from other station and provided to the patient there were no adverse events or injuries reported based on this event.